Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a damaged button. Upon conclusion of the evaluation, it was determined that the key is damaged. The customer was given part information for a replacement button. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the shock button on the pad is broken. There was no patient involvement.